Manufacturer narrative:
This event occurred in (B)(6), (B)(4).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for carbohydrate antigen 19-9 (ca 19-9). The sample initially resulted as 151.6 ku/l and this value was reported outside of the laboratory. The initial result was questioned since it did not fit the patient's clinical status. The sample was repeated on (B)(6) 2015, resulting as 1.73 ku/l. The repeat result was believed to be correct. The patient was not adversely affected. The ca 19-9 reagent lot number was 177694, with an expiration date of 11/29/2015.

Manufacturer narrative:
A specific root cause could not be determined. The patient sample was provided for investigation. Due to the small volume of the sample, only hama interference could be tested. No hama interference could be found within the sample. Pre- analytic handling of the sample may have led to the high ca 19-9 result as there was a problem seen with the gel in the sample tube and the sample was stored refrigerated for 3 days in the gel tube before re-use.

Manufacturer narrative:
The patient's age was confirmed to be (B)(6).